Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of partial display is confirmed. The scanner display image has a black vertical line and also showing rain like image. The root cause of the reported failure was identified as probe failure. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm: they are only seeing 1/3 of the screen and a big line through it. 06/18/2021 evaluation found rain-like effect in the ultrasound image.